Manufacturer narrative:
Batch review performed on 26 august 2025. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot: 2313424: (B)(4) items manufactured and released on 10-nov-2023. Expiration date: 2028-10-19. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm lot. 2302982 (k170452) lot: 2302982: (B)(4) items manufactured and released on 30-may-2023. Expiration date: 2028-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k170452) lot: 2249792: (B)(4) items manufactured and released on 17-march-2023. Expiration date: 2028-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year 8 months after the primary, the patient came in due to instability with the cause unknown. The surgeon upsized the glenosphere, liner and metaphasis. The surgery was completed successfully.